Manufacturer narrative:
Remove from initial, device was not implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: besides some marks on the surface the plate is intact. The microscopic investigation of the threaded 2.7 va holes shows damage on all three distal threads. The two threads placed in the shaft center seem to be intact. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. All described nonconformities/damage is not related to the manufacturing process. A functional test was performed using 2.7mm va-lcp screws with a t8 screw driver and a 1.2nm torque limiter. The distal 2.7 va thread on the left side is heavily damaged and unusable; on all other threads the test screws could be successfully locked and un-locked as intended nevertheless of present damage. The DHR review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A final manufacturing conclusion cannot be presented because of the condition of the product. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. This investigation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 03. Sep. 2014 part number: 02.117.303 lot number: 9116294 no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction, internal fixation (orif) of the left elbow was performed on (B)(6) 2016 and while inserting the 2.7mm distal locking screw into the locking plate it did not engage the threads of the plate and went completely through the plate. The screw was confirmed to be a 2.7mm screw. They then tried a different 2.7mm screw and that screw went through the plate as well. The surgeon then removed the plate and all screws. He fixed a new locking plate and screws without further complication. This surgery was successfully completed with no patient harm and a 30 minutes surgical delay. This report is 1 of 2 for (B)(4).